Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing disconnected and leaked. The following information was provided by the initial reporter: material no: unknown, batch. (Lot) no: unknown. It was reported that the phaseal is becoming disconnected from the tubing at the luer lock connection point. I am currently overseeing inpatient oncology pharmacy operations and wanted to reach out to you regarding some recently reported safety events involving phaseal leaks. There have been two instances in the past three weeks of the phaseal becoming disconnected from the tubing at the luer lock connection point. Our nursing colleagues say this has happened several additional times over the last few months as well. We are uncertain what exactly is the reason for these malfunctions.

Event description:
It was reported that unspecified bd¿ tubing disconnected and leaked. The following information was provided by the initial reporter: material no: unknown batch(lot) no: unknown it was reported that the phaseal is becoming disconnected from the tubing at the luer lock connection point. I am currently overseeing inpatient oncology pharmacy operations and wanted to reach out to you regarding some recently reported safety events involving phaseal leaks. There have been two instances in the past three weeks of the phaseal becoming disconnected from the tubing at the luer lock connection point. Our nursing colleagues say this has happened several additional times over the last few months as well. We are uncertain what exactly is the reason for these malfunctions.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported that the phaseal is becoming disconnected from the tubing at the luer lock connection point. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. See h10.